Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, a 26mm sapien 3 valve was explanted 2 years and 4 months post implant in the native aortic valve. An edwards magna surgical valve was placed. The reason for the sapien 3 valve explant is not known. No additional information is available at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Information obtained from the surgeon indicated post valve deployment, exact timing is unknown, moderate prosthetic cardiac valve stenosis with moderate-severe paravalvular leak (pvl) was observed. A vascular plug was implanted, the exact date of the plug implant was not provided. Post plug implant, tee suggested over expansion of the sapien 3 valve. The decision was made to explant the sapien 3 valve and implant an edwards magna surgical valve. At the time of the report, the patient was in stable condition. Despite multiple investigational attempts, it was not possible to obtain additional details regarding the valve explant procedure. To date, the patient medical records and procedure op notes (implant and explant) requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. The explanted valve was not returned to edwards for evaluation. Per the instruction for use (IFU), valve stenosis is a potential risks associated with the use of the bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper anatomical assessment, including the use of echo, aortogram and CT. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the root cause for the valve stenosis 2 years and 4 months post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.